Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No unexpected numbers scrolling occurred during testing. The following physical damage was also noted: minor scratches on the lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads, cracked reservoir tube lip, and a missing end cap sticker. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly; the numbers scrolled on their own as the customer was programming a bolus. The patient's blood glucose at the time of incident is unknown. The customer stated that the pump will freeze if the down button is pressed. Troubleshooting was initiated for the keypad anomaly. The customer did not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.